Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the lead was damaged intraoperatively while using a plasma blade. The insulation of the lead was damaged during the procedure. Approximately 10 mm of the insulation was completely gone. The hcp felt it was their technique when dissecting around the lead that led to the damage, but they were not certain. The hcp used the boot that comes with the lead to do their best to repair the lead insulation so the lead remained implanted. Surgical intervention included the time to repair the lead insulation as best as possible. Impedance testing was okay and post-operative CT imaging was good. There were no issues with the patient's therapy at this time and the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387040101, serial (B)(4), implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the lead was damaged on (B)(6) 2017.